Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The following event(s) were reported prior to the PMA approval (12/17/2007), therefore does not meet reporting requirements of 21cfr803. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. The following event(s) were reported prior to the PMA approval (12/17/2007), therefore does not meet reporting requirements of 21cfr803.

Manufacturer narrative:
Additional narrative: additional patient information: patient height was reported as (B)(6). Date of onset for post-operative neck and shoulder pain is unknown; however, the patient reported the event during a follow-up visit on (B)(6) 2004. This report is for one (1) unknown prodisc-c implant. Without a valid part and lot number, a UDI number cannot be generated. It is unknown if the complainant part has been (or will be) explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via clinical prodisc-c study that patient (B)(6) reported numbness in both hands. A medium 5mm prodisc-c was implanted at c5-c6 on (B)(6) 2004 with no intraoperative complications noted. The patient was discharged to home on (B)(6) 2004. Follow-up x-rays taken on (B)(6) 2005 noted mild bridging bone; moderate bridging bone was observed via x-rays on (B)(6) 2005; severe bridging bone was noted via x-rays taken on (B)(6) 2006, (B)(6) 2007, (B)(6) 2009, (B)(6) 2010, and (B)(6) 2011. On postoperative day 26 ((B)(6) 2004), the patient complained of tightness and tenderness in the cervical para-spine musculature and trapezii. These events were anticipated, so the patient was referred to physical therapy. Prescriptions were also given for flexeril and lodine. The patient was told to stay out of work for one (1) month post-operative. There was no mention of these issues at any follow-up thereafter. On postoperative day 751 ((B)(6) 2006), the patient reported numbness in both hands. Carpal tunnel splints for both hands were provided. On postoperative day 1131 ((B)(6) 2007), the patient reported pain in the cervico-thoracic junction. If symptoms persist, an MRI will be ordered. The current state of event is on-going, but no further mention of this complaint was identified. The study for this patient was completed on (B)(6) 2011. This report will address the neck and shoulder pain reported during a follow-up visit on (B)(6) 2004. This report is for one (1) unknown prodisc-c implant. This report is 2 of 4 for (B)(4).